Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire was coming out of the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire was coming out of the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: d10 - changed device available for eval? To 'yes' and added return to manufacture date, e1 - changed event site name to 'iowa methodist hosp' and changed event site address to '1200 pleasant street', h3 - changed device evaluated by mfg? From 'no' to 'yes', device not eval provide code was originally selected as 'device problem already known, no evaluation necessary' inadvertently - 'device evaluation anticipated, but not yet begun' should have been selected. Trackwise ID # (B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and blood were observed. Charred material was observed on the jaws. The heater wire of the hot jaw was flexed away from the jaw, but remained attached to the base and tip. No other defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent" was confirmed. Specific actions for  the  reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.